Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: codes: health effect - clinical code problem code: e2324 incontinence/ code not available. H6: codes: health effect - clinical code problem code: e0201 bruxism/ code not available. H6: codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that prior to lying down for a nap, the device appeared to be functioning normally; however, she could not recall the exact cgm reading at that time. While asleep, the patient experienced difficulty waking, inability to speak or move, uncontrollable shaking, teeth clenching, and loss of bladder control. When the patient was able to access the receiver, it displayed a ¿replace sensor¿ message and would not accept attempts to re enter the sensor code. She was unable to contact 911 due to physical impairment and eventually recovered without medical assistance or assistance from others. It was not known if the patient experienced a hypo or hyperglycemic event, and no specific treatment was reported. The following morning, the patient checked her blood glucose using a fingerstick test, and the blood glucose reading was 69 mg/dl. The patient contacted her healthcare provider and was advised that this level was acceptable. Despite this, the patient reported that she continued to feel weak, jittery, and unwell. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.